Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that the patient had 7/limit/high results on her device diagnostics. No trauma or manipulation was reported. Per the patient, the device had "stopped working" after she has a breast reduction surgery. The patient had her device replaced on (B) (6) 2008. At the time of surgery, they did not visualize a lead fracture, but they had stated that there was fibrosis on the nerve. Per the surgeon, the fibrosis was not directly associated with the high impedance. The product has been requested, but has not been returned to the manufacturer to date.